Event description:
It is reported that a customer received several beeping anomalies on their insulin pump. The patient's blood glucose level was at 220 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Unit received intermittent button response due to corroded keypad traces. No frozen screen noted. Pump received with scratched lcd window. Unit received cracked case. Display window corner. Pump received with cracked reservoir tube lip. (B)(4)